Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Potential claim received regarding pinnacle/corail hip implant revision, due to symptoms of pain and discomfort and abnormal reaction to metal on metal implants.

Manufacturer narrative:
Potential claim received regarding pinnacle/corail hip implant revision, due to symptoms of pain and discomfort and abnormal reaction to metal on metal implants. The mom articulation was changed to a ceramic femoral head. The claimant is now left with an inferior result causing continued pain and discomfort. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified one other report against the femoral head product/lot code combination. Per procedure, this device is exempt from device history records review. No other reports found against the remaining product/lot code combinations. No additional event information or investigational inputs were provided to customer quality. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Information received from (B)(6). Potential claim received regarding pinnacle/corail hip implant revision, due to symptoms of pain and discomfort and abnormal reaction to metal on metal implants. The mom articulation was changed to a ceramic femoral head. The claimant is now left with an inferior result causing continued pain and discomfort. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.